Event description:
Customer reportedly received results of 425 mg/dl and 90 mg/dl within 10 minutes on the aviva system. Customer states she had cranberry juice on her hand when she tested 425 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.